Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the communication bus. A field service engineer reconnected all the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system auxiliary drawer 5 failed to open. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.